Manufacturer narrative:
Olympus contacted the reporter multiple times via telephone and in writing in an attempt to obtain additional information regarding the reported event, but was unsuccessful. The reporter did not specify the model of the gastroscope used and the medical facility is unknown.

Event description:
Olympus received a voluntary medwatch report (mw5060760), which reported that a patient became infected with unknown bacteria after undergoing esophagogastroduodenoscopy (egd) and colonoscopy procedures using two different endoscopes. Following the procedures, the patient became extremely ill and was hospitalized for four days after three emergency room visits. The patient became severely infected in the throat/esophagus from the collar bone to tonsils. The growth was white with pus. The patient also had aspirations and pneumonia in the left lung. Antibiotics were changed three times and the patient was administered with brain cancer antibiotics which began to cure the throat/esophagus infections. The patient was on a nebulizer to treat aspirations/pneumonia as his breathing became worse post-procedure. The patient also had severe abdominal pain for months following the procedure. The physicians were reported to have been so focused on the illnesses caused by the gastroscope, but did not focus on the abdominal issues caused by the colonoscope. The patient will see a new gastro physician soon to see if he was infected by the colonoscope. The type of infection is unknown at this time. The cause of the infection is also unknown. Furthermore, the reporter (patient) alleged that the endoscopes used during the procedure were not cleaned properly or were not able to be cleaned properly likely due to the doctor scheduled many patients during that day of his procedure. This is one of two reports.